Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system related errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system showed the system functioned normally, no intraoperative events or issues occurred. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, permanent cautery hook, large needle driver, cadiere forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had some postoperative bleeding following a partial gastrectomy. Although the patient required a re-exploration, the location, cause, and amount of bleeding is not provided. The patient subsequently died. The cause of death and events that led to the death are not provided. It is unknown if the aforementioned bleeding event contributed to the death. No allegation was made against any intuitive surgical products. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that at an unspecified time after a da vinci-assisted partial gastrectomy with lymphadenectomy, the patient experienced a ¿relapse¿, during which bleeding was observed in the surgical drain. The patient subsequently expired. The initial procedure was reported to be successfully completed without any intraoperative complications, and the placement of the drain was for routine clinical management. To address the bleeding, an additional procedure was initiated laparoscopically but was subsequently converted to an open laparotomy. On post-operative day three, the patient expired. Although the cause of death remains unknown, the site reported that a da vinci system, instrument, and/or accessory did not cause or contribute to the reported event. Additional information was requested; however, the site has indicated that no further details will be provided.